Manufacturer narrative:
On (B)(6) 2011, (B)(4) received four ump bed sentry monitors model # 96100 (l/n c0111) and four ump 1 year bed sensor pads model # 92030 (l/n b1111). All units were labeled with unique numbers by (B)(6) and were identified as such during testing. During our test we found the following: all four ump bed sentry monitors model # 96100 (l/n c0111) worked according to manufacturer's specifications. These units were identified as (B)(6) bed04, (B)(6) bed08, and (B)(6) bed09. Per the note in the customer's return package, (B)(6) bed09 is the unit that was in use on the resident's bed when the fall had occurred. Three out of the four ump 1 year bed sensor pads model # 92030 (l/n b111) worked according to manufacturer's specifications. These units were identified as (B)(6) bedpad07, (B)(6) bedpad08, and (B)(6) bedpad09. Per the note in the customer's return package, (B)(6) bedpad09 is the unit that was used on the resident's bed when the fall had occurred. The fourth ump 1 year bed sensor pad model # 92030 (l/n b111) labeled as (B)(6) bedpad04 had sustained damage internally by the customer from being folded. Per instructions on the mat, "do not bend, fold, submerge in liquid, or tamper with the sensor pad." No device failure. Additional model # 92030, lot number: b1110. Additional device manufacture date: 01/2011.

Event description:
On (B)(6) 2011, (B)(6) contacted (B)(4) customer service department and claimed that an ump bed sentry monitor model # 96100 (l/n c0111) in use with a ump 1 year bed sensor pad model # 92030 (l/n b1110) did not alarm. The resident had exited his/her bed by climbing over the bed and was found unconscious in the bathroom. The resident sustained a fractured acetabulum.